Event description:
It was reported that the stent was fractured. On (B)(6), 2022, the eluvia drug-eluting vascular stent was implanted within the patient's superficial femoral artery (sfa). There were no reported complications during the index procedure. On (B)(6), 2022, the patient presented for routine follow-up on the other lower extremity that was not treated during the index procedure. During imaging, the eluvia stent was observed to have fractured internally. The patient was not symptomatic. As there were no reported adverse consequences to the patient, the physician elected not to remove the stent.